Event description:
Per the clinic, the patient was injected with a local anesthetic during the removal of the abutment. The patient has completely recovered. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.